Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a bolus via the pump. The supplies were changed to address the alarms and the customer successfully resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (cartridge alarm 1) was verified. Based on the analysis, the reported occlusion could not be evaluated due to the cartridge having a deformed o-ring.